Event description:
It was reported that insulin gauge displayed an amount different than caller expected, showing 40 units instead of the expected 200 units on a previous day. There was no reported impact to the customer¿s blood glucose level. Customer kept using same cartridge, declined email resources, and was advised by technical support to call back for troubleshooting if issue occurred again, which caller acknowledged.